Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. The patient¿s heart rate was at 50 beats per minute. It was noted that the managed ventricular care mode can episodically appear to pace below the programmed lower pacing rate. The patient was admitted for observation. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2012 (B)(6). (B)(4).